Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of origin: (B)(6). Rod positioning incorrect. Locking nut was in situ and was recovered after a radiographic examination after 30 minutes. The operation was planned with minimally invasive dorsal elements mis. Patient was quite heavy, the distance between skin incision and pedicle (about 10cm); incision 1.5cm, about 10cm in depth, to the spinal column/entry point of the pedicle screw. Use of elements mis requires work with ferrules (fw752r) when "in the depth of the patient" of the pedicle screws (or disconnection), it is almost impossible to couple them again. Originally planned minimally invasive operation had to be "open" procedure to finish with the instruments for the open surgical technique.